Event description:
Coagulating end of the wolf long hook (laparoscope) cautery wand fell off during the surgical procedure into the pt. Instrument was removed without incident or complication to the pt.